Manufacturer narrative:
(B)(4). The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and low amplitude. The patient had a heart rate in the thirty to forty beats per minute range and the patient was symptomatic. There was pacing inhibition observed but no asystole of greater than two seconds. The rv pace impedance measurements were within normal range and there were no rv threshold measurements. Subsequently, the rv lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.